Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, as the retroflex 3 delivery system was advanced down the ascending aorta the system kinked. After multiple attempts with the sapien valve a perforation was seen at the level of the tortuosity in the thoracic aorta. The sapien valve was deployed to cover the perforation and a stent graft was inserted to cover the perforation and the sapien valve. A second valve and system were prepped and deployed in the aortic annulus without complication according to the case summary, the patient was prepped and draped in the usual sterile manner. The 24f rf3 sheath was inserted without difficulty. The non-edwards bav was introduced with some difficulty at the level of the thoracic aorta due to tortuosity and bav was performed. The rf3 delivery system was introduced and navigated around the tortuosity and around the aortic arch. As the delivery system was advanced down the ascending aorta the system became kinked. After multiple attempts with the valve a perforation was seen at the level of the tortuosity in the thoracic aorta. The valve was then deployed just above the perforation in the thoracic aorta and the balloon was re-inflated to occlude flow. A stent graft was then inserted covering the perforation and the valve. A second sapien valve was delivered without complication. After the valve was deployed the system was removed. A total of 4 units of prbcs were given. The incision was closed and the patient was transferred via the stretcher to the ICU. The patient expired 3 days later due to ischemic bowel which the physician indicated was unrelated to the sapien valve.

Manufacturer narrative:
This patient did not have a calcified aorta. Per the instructions for use, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. The exact cause of the reported event cannot be confirmed; however, in addition to the procedural factors, according to the physician, the thoracic aorta tortuosity led to the kink in the delivery system which caused the perforation. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the edwards devices. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.